Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a glenosphere dislocated within 3 weeks of surgery. During surgery no problems, glenosphere was fixed well.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.